Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Review of the provided surgical notes did not provide any evidence regarding the report of the patient experiencing pain. This device is used for patient treatment. Attempts have been made to obtain additional information; however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.